Manufacturer narrative:
It was reported that a syringe component was not staying engaged with an unspecified device and "during cases, sometimes it is coming apart." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. No sample was returned for evaluation. The root cause was determined to likely be an issue related to the component manufacturing process. Due to the reported syringe break, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a syringe component was not staying engaged.